Event description:
A high glucose reading issue was reported with the use of the Abbott Diabetes Care (ADC) device. The customer received an unspecified high glucose reading with the ADC device scan, and the customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dL per minute). The customer experienced symptoms of disorientation, a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-HCP/son) who provided glucagon as treatment. In addition, the customer had contact with a healthcare professional (HCP/paramedics) who administered IV dextrose as treatment. There was no report of death or permanent impairment associated with this event.A customer reported receiving erroneous glucose results from an Abbott Diabetes Care (ADC) device. The customer received an ADC device scan result of 15.00 mmol/L compared to reading of 5.00 mmol/L respectively obtained on a Competitor Brand Meter and the results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. However, it is unknown when these readings were obtained in relation to the reported medical event. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.